Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. . . Section e1: (state, province, or territory): unknown/ not provided section e1: (telephone number): (B)(6). Section h3: the device was not returned for evaluation therefore; a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after scanning the barcode on the preloaded monofocal intraocular lens (iol) label, model dib00, the system generated a power value that did not match the power indicated on the product label. No additional information was provided.